Event description:
It was reported that a hardware related backup mode was noted on the implantable cardioverter defibrillator (ICD). High voltage therapies were disabled as a result. Programming changes were performed to resolve the issue. There were no patient consequences.